Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked retainer, pillowing keypad overlay, cracked keypad overlay, cracked case (battery tube), end cap address label missing and scratched case. In conclusion, customer concern for cosmetic damage was confirmed at the keypad select button during visual inspection when cracked keypad overlay was noted. Retainer ring damage was confirmed due to cracked clear retainer ring. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) as crack on the select button during common use. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. No harm requiring medical intervention was reported. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Mmt-1712k was requested and customer response was the device was been returned for analysis.